Event description:
It was reported that this right ventricular (rv) lead was dislodged and it was confirmed through lead testing. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 device codes. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and it was confirmed through lead testing. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported.